Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests indicated an electrical short between conductors which is likely due to the ring was pinched by a tool during implant. Microscopic inspections of the terminal pin assembly and electrode body found a blockage at approximately at 775 millimeters (mm) from the terminal end likely from body fluid from the lumen. Laboratory analysis did identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance anomaly. A new lead was implanted. No adverse patient effects were reported.

Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance anomaly. A new lead was implanted. No adverse patient effects were reported.